Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has slow gas loss alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
H6 (clinical and impact code).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has slow gas loss alarm. The alarm was deactivated and the iabp was not used. There was no patient involved.

Manufacturer narrative:
Leak tests are carried out. The equipment does not leak. It is noted that the error message reported was due to that alarm had been deactivated of slow gas loss alarm and the equipment was warning that this alarm was inoperative. The correct operation of the equipment is verified.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a